Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the biopsy channel leaking while the user was handling the device, and water invading the scope connector which caused abnormality of electronic parts. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the blackout image was unable to be replicated. Evaluation did find that water tightness was lost due to a pinhole in the channel tube. The pinhole was caused by an accessory. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis lucera elite bronchovideoscope had an image problem and the image blacked out when connected to the video processor. The issue occurred during reprocessing prior to a diagnostic bronchial examination. There was no delay and the procedure was completed using a similar device. No patient harm was associated with this event.